Event description:
It was reported that there was oversensing on the lead and patient had received inappropriate therapy. The lead was capped and replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.